Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the metal and glass cap were detached/separated from the fiber. The fiber appeared fractured proximal to the red octagon and melting of the outer flow tubing was observed at the location of the fracture. The glass cap exhibits mild devitrification at output window and the metal cap exhibits mild tissue adhesion on the surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Based on the observed detachment/separation of the glass and metal cap, the reported allegation of fiber tip break is confirmed. The instructions for use (IFU) instructs the user to not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not press the fiber end into the tissue. This creates stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on analysis results, an evaluation conclusion code of unintended use error was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke after 300 joules of use. A second fiber was used to finish the case without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke after 300 joules of use. A second fiber was used to finish the case . No further information was available.